Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer stated that she was in the hospital and they removed her pump and tossed it. Customer's blood glucose level was 22 mg/dl. Customer was treated in the emergency room. Customer stated that she does not think she can read the screen and she is also having high blood glucose levels. The crack is further expanding across the screen. Customer stated that she was in the hospital due to low blood glucose levels. Customer suffers from renal failure and has issues with her heart. Customer has high and low blood glucose levels due to her gastroparesis. Customer was treated at the hospital. Customer cannot eat at times, which causes the low blood glucose levels. Customer was admitted on (B)(6) 2014. Customer was getting high blood glucose levels and then it went low. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with a cracked case at display window corners. Unit received with minor scratched lcd window. No cracks at display window noted.